Event description:
Per the clinic, the patient experienced an infection (non-device related). Subsequently, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.